Manufacturer narrative:
This MDR is being submitted as part of retrospective review as a result of a recent FDA audit and with accordance to the requirements of code of federal regulations ¿ 21 cfr part 803, medical device reporting. This is report 1 of 2 for (B)(4). The complaint received states that during use two deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630 / g12530 & cpl100206-30 / g12226) had resistance/friction in the microcatheter and were returned severely damaged. This was used just after #206(g12530). It got stuck near the tip of the microcatheter. 206: the coil got stuck near the tip of the microcatheter. After these two coils; one micrus coil was deployed though there was strong resistance. The two coils in questions were removed safely. The mc was not replaced during the procedure. Some competitors' coils (gdc 10; ed coil) were deployed with no problem before and after micrus coils. There is no report of injury for the patient. (B)(4). The coil was returned severely damaged. The evidence suggests that the static formation of a blood; protein; and contrast mixture inside the microcatheter may have contributed to the coil becoming stuck near the tip of the microcatheter. However; the exact source of this interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined to what extent; if any; that this component contributed to the complaint event. Multiple blockages of a blood; protein; and contrast were found in the sheath and adhering to the unit. For optimum product performance and to prevent potential complications; the instructions for use recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems. Attach a rotating hemostatic valve (rhv) to the hub of the guiding catheter. Connect a three way stopcock to the rhv sidearm; and attach a line to the stopcock for the continuous infusion of solution. Carefully select an appropriately sized infusion microcatheter based on the size of the selected micrus microcoil system. Note: a catheter with a 0.017 inner lumen will accept all sizes of the micrus microcoils .insert the infusion microcatheter into the rhv connected to the guiding catheter hub. Attach a second rhv to the hub of the infusion microcatheter. Connect a one way valve stopcock to the rhv¿s sidearm; and attach a flush line. Adjust the hydrostatic pressure to 300 mm of hg and maintain an open flush throughout the procedure. Check to ensure that all fittings are secure and that no air is being introduced into the system during active flushing.¿ the coil was returned severely damaged. The evidence suggests that the static formation of a blood; protein; and contrast mixture inside the microcatheter may have contributed to the coil becoming stuck near the tip of the microcatheter. However; the exact source of this interference inside the microcatheter cannot be determined. In addition; without the return of the sl-10 microcatheter used in the procedure; it cannot be determined to what extent; if any; that this component contributed to the complaint event. Multiple blockages of a blood; protein; and contrast were found in the sheath and adhering to the unit. For optimum product performance and to prevent potential complications; the instructions for use recommends; ¿to achieve optimal performance of the micrus microcoil system; it is important that a continuous infusion of an appropriate flush solution be maintained. Figure 2 illustrates the connections necessary for the micrus microcoil delivery system including a typical continuous saline flush set up with pressure bag for the catheter systems. Attach a rotating hemostatic valve (rhv) to the hub of the guiding catheter. Connect a three way stopcock to the rhv sidearm; and attach a line to the stopcock for the continuous infusion of solution. Carefully select an appropriately sized infusion microcatheter based on the size of the selected micrus microcoil system. Note: a catheter with a 0.017 inner lumen will accept all sizes of the micrus microcoils. Insert the infusion microcatheter into the rhv connected to the guiding catheter hub. Attach a second rhv to the hub of the infusion microcatheter. Connect a one way valve stopcock to the rhv¿s sidearm; and attach a flush line. Adjust the hydrostatic pressure to 300 mm of hg and maintain an open flush throughout the procedure. Check to ensure that all fittings are secure and that no air is being introduced into the system during active flushing.¿ the complaint s were confirmed analysis. One hundred (100)% inspections are in place to prevent damaged products from leaving the facility and the DHR review confirmed that the product met specifications. No corrective action is required at this time. Review of the information suggests that procedural issues may have contributed to the confirmed events.

Event description:
The complaint received states that during use two deltaplush cerecyte microcoil 2 mm x 6 cm (cpl10020630 / g12530 & cpl100206-30 / g12226) had resistance/friction in the microcatheter and were returned severely damaged. This was used just after #206 (g12530). It got stuck near the tip of the microcatheter. 206: the coil got stuck near the tip of the microcatheter. After these two coils; one micrus coil was deployed though there was strong resistance. The two coils in questions were removed safely. The mc was not replaced during the procedure. Some competitors' coils (gdc 10; ed coil) were deployed with no problem before and after micrus coils. There is no report of injury for the patient.